Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The csf leak was repaired during the implant surgery. The pt's device was implanted. This is the final report.

Event description:
The company was informed that the pt experienced a csf during the implant surgery.